Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if any further issues arise.